Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor software was corrupted. The cause of the incoming test failure is the corrupted software. The root cause of the corrupted software cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming testing. The last pt o use this monitor did not report any deficiencies.